Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing bench handling, functional multifunction cable stressing, and shock testing without duplicating the report. An internal inspection found no discrepancies. Pads were returned but were unopened and could not be the pads used in the event. The device was recertified and returned to the customer. A retain sample from the same lot (lot# 1624) of pads were evaluated and concluded the electrodes were assembled according to spec and did not duplicate the customer's report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.